Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl at its highest) with a high ketone level. Manual injections were administered to address bg. Contact alleged pump was not functioning properly. Pump system check was performed with tandem technical support (cts); no device issue was identified. Cts reviewed pump data; no issues were observed. Recommendation was made for the customer to discuss the event with a healthcare provider.